Event description:
A fallopian tube clip was being applied. The physician could not advance the spring all the way to closure with the tube applicator. A forceps was used to push the spring all the way on the clip to the closed position. No pt problem was reported.